Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was manipulated. The customer also found a hairline crack on the clear cover at the tip of the video baton. The procedure was completed using another unspecified glidescope device which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed the reported issue. When connecting the customer's video baton to a known, good, test gvm monitor the image would freeze when the flexible tube was manipulated. The verathon technical service representative also observed the video baton's lens was cracked and the camera housing was missing plastic. The camera image quality test was performed and failed. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on february 27, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer was provided a replacement glidescope avl video baton 3-4 and there are no repairs available for this device, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope system avl single-use operations & maintenance manual (omm) also notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."